Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a blank display. The customer¿s blood glucose level was 204 mg/dl at the time of the incident. Customer stated that the insulin pump was not exposed to moisture. The customer was assisted with troubleshooting and advised to remove the battery for 2 hours and call back if display will still be blank. Customer stated that the display did not return after the 2 hour rest. Replacement insulin pump will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing white lcd. Unit received with minor scratched lcd window and cracked retainer.